Event description:
It was reported that when using the bd pyxis¿ es server, there were requests to perform pocket pushes for five machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user requested for the pocket push for 5 system. A technical support specialist (tss) pushed pocket load messages to the requested devices. Customers later confirmed that medications were visible on the stations. The system functioned as intended after the technical support specialist troubleshot the device.